Event description:
It was reported that the patient was seen with a high lead impedance. X-rays were taken and the surgeon believes the lead may have come partially unplugged from the generator. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information, initial MDR inadvertently omitted information known prior to submission. H6. Health effect - impact code; corrected information, initial MDR inadvertently omitted information known prior to submission.

Event description:
Implant card was received reporting that the patient had undergone a generator replacement due to the high impedance. No other relevant information has been received to date.